Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine 30mg/ml for a total dose of 21mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported motor stall was seen at initial interrogation and was unknown if patient recently had an magnetic resonance imaging (MRI). Pump status and/or event log report motor stall occurred. There was an active motor stall, a motor stall and recovery, a stopped pump period may exceed tube set, and multiple motor stalls and recoveries in event log/pump status. It was note stalls occurred on (B)(6) and was currently still stalled. It was reviewed to consider pump replacement and if explanted/replaced to return to manufacturer was recommended. It was noted they were planning to replace pump this friday ((B)(6) 2016) due to early replacement indicator. It was also reviewed that since it had been stalled for some time, they should review the patient's dose as well. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.